Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (death, mi). (B)(4).

Event description:
During the index procedure there was one endeavor sprint drug eluting stent implanted in the lad. It is reported that approximately 41 months post index procedure the patient expired. The cause of death from the autopsy report was death related to a recent mi and brain edema. The event was not assessed for relatedness with device.